Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information an MDR will be filed against the cycler while undergoing review by manufacturing plant. Medical records were received and reviewed by the post market clinical department. On (B)(6) 2014 the patient was diagnosed with peritonitis. The patient reported that he did not follow aseptic technique and touched the end of his open catheter. He was treated with vancomycin and fortaz and recovered without incident from his episode of peritonitis. Peritonitis is a known complication of pd and is usually the result of a breach in aseptic technique. This episode of peritonitis was due to patient contamination of his pd catheter.

Event description:
A peritoneal dialysis (pd) patient's pd nurse reported that the patient had touch contamination induced peritonitis. The nurse reported the organism as morganella morganii. He was treated with antibiotics vancomycin and fortaz for one week. His next pd culture came back negative for growth. He was not hospitalized at any point. On (B)(6) 2014, a home visit was done by the pd nurse to follow-up on the patient's diagnosis of peritonitis. The patient reported to the nurse that he remembered touching the end of his catheter, but felt that his hands were clean. The rn reinforced aseptic technique protocol with the patient and his wife. The patient was also reminded to wear a new mask with each treatment. On (B)(6) 2014 the patient was reported to be feeling well and his effluent was clear. He did not have any signs of continuing infection.